Manufacturer narrative:
Submit date: 08/17/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer reported an issue with an enteral feeding pump. The customer reports that the unit's rotor rotates in both directions.

Manufacturer narrative:
An evaluation of kangaroo joey pump was performed for the reported condition of the unit's rotor rotating in both directions. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2009 and was released meeting all manufacturing specifications.